Event description:
It was reported that there was a left hip revision due to trunnionosis. The accolade tmzf stem stayed implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding trunnionosis involving a 32mm -4 lfit v40 head was reported. The event was not confirmed. Device evaluation and results: a material analysis report indicated that the female taper of the femoral head exhibited likely corrosion related damages. No material or manufacturing defects were observed. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated, ¿there is no explanation of the claim in the event description that revision was due to trunnionosis. The finding of incidental corrosion products in the head/trunnion space is very common after a period of time in situ and is rarely suggested as the cause of the revision surgery. More clinical information is required to evaluate this case.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as patient medical records and additional x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a left hip revision due to trunnionosis. The accolade tmzf stem stayed implanted.

Manufacturer narrative:
It was noted that the original surgery done in (B)(6) and no primary implant information available. A supplemental report will be submitted upon completion of the investigation.